Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows the texium component had broken away from the syringe. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that at the end of drug preparation, in the pharmacy, the tip broke and there was a leakage of drug. No patient harm. Affiliate ref: (B)(4).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that at the end of drug preparation, in the pharmacy, the tip broke and there was a leakage of drug. No patient harm. Affiliate ref: (B)(4).